Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went to threshold suspend couple tom times using the same sensor and blood glucose was 88 mg/dl. Troubleshooting was done. Customer's blood glucose was 177 mg/dl. Customer does not exhibit symptoms of low blood glucose. The customer was educated regarding sensor and blood glucose difference. Customer also reported there was ER visit last 2014 for their high blood glucose. Customer's blood glucose was unknown. Customer was given fluids. Customer stated that he was wearing the insulin pump at the time of the ER visit. Customer does not want to continue troubleshooting. No further information provided.